Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the pump powered off without giving any low or replace battery alarms. The reporter indicated that the pump normally emits a replace battery alarm. There is reportedly no damage to the pump housing. This report is being made based on the indication that the pump powered off without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.